Manufacturer narrative:
No probe was returned for evaluation. A device history record review was performed and the product was released based on the product¿s acceptance criteria. The root cause for customer's complaint issue could not be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the cutting of the probe was poor during a combined procedure (cataract vitrectomy procedure). The status of the aspiration was not known. The procedure was completed without product replacement. There was no harm to the patient. The product sample was discarded. No additional information is expected.